Event description:
A customer reported experiencing a cartridge alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer continued to use the pump for insulin therapy.